Event description:
It was reported that the right atrial (ra) lead was dislodged. The ra lead positioning was difficult subsequently, the physician opted to remove the ra lead. The dislodgement was confirmed through chest x-ray. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.